Event description:
While doing a da vinci assisted lap supracervical hysterectomy, the md had already used one vessel sealer and the blade would not work, so we opened a second one that worked for a few bites. Then the robot started beeping recoverable fault. Then the message stated that the vessel sealer blade was exposed; no blade was seen. The sealer was removed and we again attempted to use the vessel sealer again and it again stated to remove the vessel sealer, blade was exposed.